Manufacturer narrative:
E1 : patient city : (B)(6), patient country : united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of bent cannula on (B)(6) 2024 which led to elevated blood glucose (bg) levels (400 mg/dl) an high ketones. As a result, the patient was hospitalized. Patient was hospitalized for more than 24 hours. During hospitalization, patient received intravenous fluids of insulin as a corrective treatment. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.